Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient presented to the hospital with a wound dehiscence. At that time, the surgical team decided to do a wash out and no hardware was removed. No further details were provided by the treating center.